Event description:
It was reported that the patient alert triggered, but the patient was unable to hear it. The patient went in for a routine device check, and found the device was at 'low battery.' The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.